Event description:
It was reported that the health care professional (hcp) requested a review of stored data for a possible inappropriate therapy on this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the stored episodes, anti-tachycardia pacing (atp) bursts and two electric shocks were delivered. The suspected atrial fibrillation (af) with rapid ventricular response (rvr) was subsequently terminated following the second shock. No programming changes were made as the arrythmia could not be determined to be atrial or ventricular in origin, and the physician planned medication adjustments. No additional adverse patient effects were reported. This ICD remains in service.